Event description:
During a coronary drug eluting stenting treatment procedure stent damage was noticed. A progressively diseased, "tight" lesion in the left anterior descending (lad) coronary artery was pre-dilated with a 2.5x12mm maverick balloon. The physician was unable to pass through the lesion with a 3.00x20mm taxus liberte drug eluting stent. When the stent was removed it was noticed that "some of the proximal stent struts were crushed." Another taxus stent was used successfully. The pt was reported to be in good condition. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.